Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra meter was reverting to set up mode. The complaint was classified based on information obtained by the customer service representative (csr). The reporter stated that she could not remember when the meter issue began. The reporter stated that the patient manages his diabetes using oral medication, diet and exercise, and that he made no changes to his normal diabetes management regimen. The reporter stated that at an unknown time after the meter issue began, the patient developed symptoms of ¿felt shaky¿. The reporter confirmed that the patient did not require or receive any medical treatment for the alleged symptoms. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. Csr noted that from the information obtained the issue occurred after replacing the battery. The issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms of a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.